Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose of 50 mg/dl. They treated with food. They declined troubleshooting for the low blood glucose. They had forgotten to turn on the low feature in the insulin pump. They were assisted with setting up the low alert and suspend feature. The device will not be returned for analysis.